Event description:
Additional information was received indicating that the device was repositioned to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of undersensing were noted on the device. Abbott technical support was contacted, however no intervention was performed at this time. The patient was stable and will continue to be monitored.